Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg 40-560 mg/dl) with a trace amount of ketones. Low bg was corrected by consuming food and setting a temporary basal rate. Elevated bg was corrected with a correction bolus. Cause of low bg was due to exercise and overcorrection of high bg. High bg was due to overcorrection of low bg and not using bg meter to monitor bg levels. Customer reported there were no issues with the function of the pump. Recommendation was made for customer to discuss event with a healthcare provider.